Event description:
It is reported that the patient was revised due to loosening of the femoral implant and wear of the articular surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.